Event description:
It was reported that catheter issue occurred. The 70% stenosed, 56 x 3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, there was no image shown. The procedure was completed with another of same device. No patient complications were reported. It was further reported that a detachment occurred during the procedure, inside the patient.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. The device was returned for analysis. Visual and microscopic inspection revealed the sheath and imaging window were kinked. Also, the sheath was detached. Additionally, the imaging window and imaging core were twisted with windup 26 cm from the lap joint section. Impedance testing showed an electrical open at the proximal end of the catheter. Media provided by the client showed evidence of no image.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed the sheath and imaging window were kinked. Also, the sheath was detached. Additionally, the imaging window and imaging core were twisted with windup 26 cm from the lap joint section. Impedance testing showed an electrical open at the proximal end of the catheter. Media provided by the client showed evidence of no image. H6 component codes and h6 evaluation result codes: corrected.

Event description:
It was reported that catheter issue occurred. The 70% stenosed, 56 x 3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, there was no image shown. The procedure was completed with another of same device. No patient complications were reported. It was further reported that a detachment occurred during the procedure, inside the patient.